Event description:
The customer reported via phone call that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus. The customer removed and reinserted the battery and received a weak battery alert. She changed the battery and received a failed battery test alarm. Blood glucose value was 117 mg/dl. Customer stated she was outside in the heat wearing the insulin pump in her bra and it got exposed to sweat. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent down arrow button response due to corroded keypad traces. No unexpected numbers scrolling noted during our testing. The insulin pump has normal operating currents. The insulin pump was monitored for several days and no battery out limit, weak battery alert or failed battery test alarms occurred during our testing. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.